Event description:
A pt reported having pain one week after index surgery, which progressively worsened until pt went to the ER in (B)(6) on (B)(6) 2013. Pt was diagnosed with a right calcar fracture below the femoral stem. The surgeon took the pt to the or for revision with fixation of the fracture on (B)(6) 2013.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record.